Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the lead had loss of ventricular capture when the asymptomatic patient presented in-clinic for a scheduled follow-up. The r waves and pacing lead impedance had dropped. The patient was stable and will continue to be monitored.

Event description:
Additional information that the lead was explanted and replaced. The patient was stable.